Event description:
It was reported the tip of the uretero-reno fiberscope broke off into a patient during a diagnostic procedure. The procedure was prolonged greater than 30 minutes and it was reported there was a change in the procedure. There were no further reports of patient harm. Additional information was requested but was not available at the time of this report.